Manufacturer narrative:
H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the delaminated dso seal. Functional testing was performed. The damaged dso sensor was noted, and the complaint was confirmed during accuracy testing. The dso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was confirmed that the device failed the volume test (19-21 ml) with values of 18.007, 18.127. There was no patient involvement/no adverse event reported. The evaluation of the device was identified with damaged dso sensor.